Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump noted. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test due to button error alarm. Drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 60 mg/dl. Troubleshooting was not able to resolve the issue. Customer mentioned insulin pump was exposed to moisture due to a rainstorm. The device was be returned for analysis.